Event description:
The customer reported that during a gastrectomy, the jaw tip became sticky and could not be removed from tissue. Additional manual suturing was done and the device was cut from tissue. Another device was used to complete the procedure. There was no bleeding and no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.